Event description:
Pt developed an infection on the cheek and infraorbital areas 1.5 days after using a copper/zinc-oxide topical agent rather than the recommended petrolatum-based ointment. Keflex was prescribed; the infected area is healing more slowly relative to the rest of the treated areas.

Manufacturer narrative:
The portrait device does not touch the pt's skin. The physician's guide and pt guide recommend petrolatum/petroleum jelly be applied to the treated area during healing.